Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material exiting from the auxiliary and air/water channel. The issue was found during high level disinfection at colonoscopy procedure, wherein the foreign material containing seeds in the liquid stools were impacted in the scope and was tough to remove the debris. Additional follow-up with the customer stated the foreign material was from inadequate patient preparation and seeds were the patient's residual liquid stools lodged in the device. The procedure was completed without any delay with the same device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. Additional information received the device was sent in a biohazard bag and it could not be processed and device was unable to be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was seeds. The event can be detected/prevented by following the instructions for use which state: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.